Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that magnet had fallen out of insep. A field service engineer, replaced the insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system has failed drawer. The customer stated that it is possible to attempt to access the medications located in this drawer for a patient. There were no adverse events or injuries reported based on this incident.